Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery depleted faster than normal and multiple occlusion alarms occurred. There was no reported impact to customer's blood glucose. Reportedly, customer declined follow up regarding the event.